Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim, faded, and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 07/08/2014.